Event description:
The customer indicated that approximately eight years ago, a pt suffered third degree burns at the location of subdermal needle electrodes that were placed on the pt's ankle to monitor their nervous system. When the drapes were removed, the burns were discovered and required plastic surgery.